Manufacturer narrative:
The patient sample was submitted for investigation. The tsh and ft4 values generated at the customer site were confirmed. An interfering factor was found in the sample. Interferences are documented in product labeling for the assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of discrepant results for elecsys tsh assay (tsh) and elecsys ft4 assay (ft4) when comparing results from two cobas 8000 e 602 modules (e602) to other systems for one patient sample. This medwatch will apply to the tsh assay. Please refer to the patient identifier (B)(6) for information related to the ft4 assay. The customer has not determined which results are believed to be correct. No tsh results have been reported outside of the laboratory. There is no allegation of adverse event. The initial sample was aliquoted by a modular pre-analytics system. The serial number of (B)(4) was provided but unable to determine which of the e602s it applies to. Clarification was requested but not provided. The customer believes the patient sample may contain an interference against the test. Investigation is still ongoing.